Manufacturer narrative:
Secondary intervention. Eval: results: endoleak. Lack of information no films are available for this case. Conclusions: no films are available for this case.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The stent graft was inserted on the right side, however the physician was unable to advance the stent graft to the intended landing zone and the delivery system was removed from the pt. The bifurcated stent graft delivery system was re-inserted on the left side and successfully deployed. The physician was unable to advance a guidewire on the right side due to severe occlusion of the vessel not related to the stent graft. The physician elected to convert the bifurcated stent graft to aorto-uni-iliac by placing a cuff in the flow divider followed by a fem-fem bypass. (MFR 2953200-2009-01292) upon final angiogram there was a type iii endoleak between the bifurcated stent graft and the aortic cuff. The physician placed another aortic cuff and the endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine.